Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with moisture on lens. Visual observation found the lens missing a piece of haptic and a tear on the haptic. (B)(4)

Manufacturer narrative:
(B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -8.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.